Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the prograsp forceps instrument had a broken cable. The reported issue was found during set up and the instrument was not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken cable. The instrument was found to have a frayed cable at distal idler pulley. The frayed cable section was approximately 0.07 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.